Event description:
After 2014 breast implant surgery sientra smooth round implants where what was said to be put in I am removing them in (B)(6) and will send photos of what was placed and the damages I have had chronic pain illness depression anxiety insomnia cancer stage for unknown primary pain in my breast fat necrosis hair loss night vision loss the list of pain - dr visits and endless deterioration of my health goes on. Stage four cancer in lymph nodes unknown primary chronic joint pain. Crippling pain the list goes on chronic epic breast pain especially in the left breast left armpit left side of my body left shoulder pain neck pain. FDA safety report ID# (B)(4).